Manufacturer narrative:
B3/b5: additional information was received that the event occurred after infusion, and it did not complete the test. There was patient involvement. No patient harm/adverse event was reported. D9: product received date 23-oct-2024. H3: one device was returned for repair. There was no service record for the last 12 months. Review of event history found cassette not attached properly alarm. The primary problem was replicated, and a defective downstream occlusion (dso) sensor was identified. The cause of the error is the dso sensor. The dso sensor was replaced to resolve reported error. The latch lock assembly was also replaced. This device passed all functional tests after the repair.

Event description:
It was reported that the device had error: remove and reattach cassette. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.